Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, "today 28/10 I have discontinued a piccline due to a hole in the catheter. The hole is just after the night of the catheter, i.e. On the external catheter length. The thing is that patient says that scissors have been used for redirection, but it is not possible to say if it is in connection with this that the catheter has broken. On closer inspection of piccline, the hole appears to be just inside the end of the hub, then it feels unlikely that it has been damaged by scissors in connection with repositioning. The hose must be bent slightly for the hole to be visible. No patient injury or delay in treatment. External catheter length: 1 cm; secured with statlock. It is planned to insert a new catheter."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a hole in the catheter was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc solo catheter. Additionally, two photographs were also submitted by the complainant for review. No additional information was observed in the photographs which changed the conclusion of the investigation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed on the catheter tubing just distal of the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear repetitive kinking of the indwelling catheter appears to have contributed to the observed split; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.